Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and replaced the pump. The customer, who uses multiple daily injections as a backup therapy, was provided instructions on handling and returning the problematic pump and informed of the procedures upon receiving the replacement pump.